Event description:
It was reported by service report that there was an angle error on the footboard. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Angle sensor and harness assembly malfunction.